Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash on her back under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to apply benadryl cream. Patient also reports she was applying a powder. Follow up indicated that the skin irritation has improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Submitting supplement to remove verbiage from section b6 as it was added in error. A us distributor contacted zoll to report that a patient developed an itchy rash on her back under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to apply benadryl cream. Patient also reports she was applying a powder. Follow up indicated that the skin irritation has improved.